Event description:
A technician reported that a surgeon had a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged for a different diopter of the same model. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent, due to the position of the lens in the case. The optic was torn/split/cracked into two pieces. Lens bench testing could not be conducted, due to the damge. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/26/2008, 06/30/2008 and 07/08/2008. Additional info was received 06/26/2008 by phone. A completed questionnaire has not been received.